Event description:
It was reported that the patient experienced stimulation in the wrong location following a reprogramming. The patient felt stimulation going into her arm. An x-ray showed that the lead had migrated up to c7 because the anchor wasn't tied down. The patient had a revision surgery on (B)(6) to bring the lead down. Following the surgery the patient had good coverage.

Manufacturer narrative:
(B)(4). Lead: model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; lead: model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; programmer: model 37744, serial# (B)(4).